Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a falsely elevated ca19-9 results on the architect i2000 analyzer. The following data was provided (unit of measure u/ml): initial 89, repeat 19. The customer has previous results around 15-20. An additional result was provided at a later date for (B)(4) initial 60, repeats 84, 12, 11.3. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A single definitive cause of the issue was not identified. Field service replaced multiple parts through normal troubleshooting activities: probe list number 08c94-42, probe, wz list number 08c94-35, and tubing/sensor, temperature, wz list number 08c94-87. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.